Event description:
This report was conservatively filed for a death. Crd_1002 - expand g4 phase 1 and phase 2 study patient ID: (B)(6) it was reported that on 25-aug-2021, the patient presented with degenerative mitral regurgitation with a posterior leaflet prolapse and flail. Two xtw mitraclips were implanted, reducing the mr to grade 2+. There was no device deficiency. On (B)(6) 2023, the patient expired. Additional details were not available. The event was deemed unknown if device related. There was no device malfunction. Per physician, pre-existing conditions that may have contributed to the death were hypertension, dyslipidemia, hypercholesterolemia, cognitive impairment and carotid vasculopathy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of death cannot be determined. Additionally, death is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.